Event description:
During preparation for a carotid artery stenting treatment procedure, the customer reported, "when package opened, it was noticed that the body of stent was irregular and curved in the delivery sheath." The procedure was successfully completed with another of the same device. The device had no contact with the patient.